Manufacturer narrative:
Patient's medications - aspirin, lasix, losartan, multivitamin, norvasc, ocuvite, toprol, welchol. (B)(4).

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with gore¿excluder aaa endoprostheses. On (B)(6) 2016, imaging identified an endoleak of unknown origins. On (B)(6) 2016, imaging identified a type ii endoleak originating from multiple lumbar arteries. On the same day, a coil embolization procedure was unsuccessfully attempted. It was reported no coils were placed due to unknown reasons. The patient is reportedly going to continue to be monitored.